Event description:
Patient called in to report a service required code. The code number was not made available. There is no event log to confirm the error code. There was no patient injury. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor was initially tested and passed both isl (safety) and eit (performance) testing. Kmt engineering evaluated the returned therapy cable and observed intermittent short at the therapy plug overmold. Kmt engineering was unable to find exposed conductor and the actual failure mode was not identified. The reported issue is similar to a failure investigation that was caused due to the exposed conductor strands. Will continue to trend for future occurrences.